Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up. Review of the transmissions revealed that the right atrial (ra) lead had noise. The physician brought the patient in on (B)(6) 2021 for an explant procedure the physician explanted and replaced the ra lead. The patient was in stable condition.